Event description:
A center director reported that approximately three months following bilateral lasik, the patient presented with significant dryness in both eyes. The patient reported blurred vision and eye redness. The patient had history of dry eyes, seasonal allergies prior to the surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).